Event description:
Customer reported difficulty charging t:slim x2 pump battery, requiring strategic positioning to maintain charge connection stability. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps and planned to use manual injections if battery depletes before receiving replacement charging supplies, which were sent via two-day shipping.